Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records received: a vena cava filter was deployed for a preoperative diagnosis of iatrogenic pulmonary embolus and infarction. The deployed filter was placed via the right femoral vein. Inferior venacavagram performed during filter deployment revealed the inferior vena cava was normal in appearance with no internal thrombus present. Approximately one year post deployment, the patient presented for attempted ivc filter retrieval via the right internal jugular vein. Ivc filter snared, however due to adhesions the filter was unable to be successfully retrieved. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year post deployment, the patient presented for attempted ivc filter retrieval. The ivc filter was snared; however, due to adhesions the filter was unable to be successfully retrieved. Therefore, the investigation can be confirmed for the filter unable to be retrieved. However, the investigation is inconclusive for filter tilt as the provided medical records provide no information on the angulation of the filter. Per the provided medical records, the filter was deployed in the patient with history of severe morbid obesity. Per the current IFU (instructions for use), "the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, it is possible that patient factors contributed to the alleged deficiencies; however, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter had tilted and embedded in the wall of the ivc. The patient alleged pain around the location of the filter. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.